Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the implant was being replaced due to being in overdischarge. It was noted that the patient was non-compliant with charging and the healthcare professional wanted to put in a primary cell battery. It was unknown when the patient went into overdischarge. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.